Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that after performing operational testing the device was powered off and started to beep. A red x was displayed in the ready for use indicator and the customer was unable to power the device back on while using battery power. There was no reported patient or user involvement and no adverse patient/user impact.